Event description:
It was reported that a user received a ¿pairing failed¿ notification when attempting to pair a dexcom g7 sensor to the ilet pump, and the agent confirmed no other devices were paired, guided the user to toggle g6/g7 settings, restart the pump, and re-enter the pairing code for the ilet only. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem manifested as intermittent communication failure associated with the electrical and magnetic subsystem, specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.